Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, associated report: 0001822565-2022-03157. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Returned provisional was found to exhibit signs of repeated use (nicked / gouged) and the medial feature has fractured off. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A fractured provisional was received via the worn instrument return program. There was no known patient involvement.